Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The device condition cannot be confirmed, since the product was received incomplete and the molded hub was not received as part of the sample return. The product sample consisted of one arterial extension with its adult red adapter. After visual inspection, it was noticed that the extension was cut on the base of the strain relief. During functional testing (underwater test) the arterial extension did not show bubbles. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The event description indicates that the product was tested prior to use. The device was more likely damaged during the medical procedure. Based on the available information, the most probable root cause is that the product was damaged during use as the sample was received cut at the base of the strain relief. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack at the y junction. The crack was found during dialysis treatment. The catheter was tested prior to use. The catheter was pulled and replaced with a new one. No additional information provided.